Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer's representative via a health care provider. The indication for use was noted as non-malignant pain. It was reported that the patient wanted back coverage. Additional information received from their healthcare provider noted that the patient had a lack of benefit and x-rays were performed to diagnose the issue. Their device was eventually explanted and replaced with a different manufacturer's device. The patient status was noted to be stable after the removal of the device.